Manufacturer narrative:
Additional information: h6 conclusion code 4315 - specific to suggested phenomenon "white contamination in air/water channel". H6 conclusion code 4307 - specific to suggested phenomenon "error e315". This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "white contamination, possibly simethicone type product, in a/w [air/water] channel" was confirmed - however, the material in the channel was unable to be further specified. Moreover, no deformation/physical damage of the channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested phenomenon of "error e315" phenomenon was presumed to have been due to water invasion of the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. For the suggested event "foreign matter": the user may be able to detect the event by handling device in accordance with the following instructions for use (IFU): -inspection of the air-feeding function. .-inspection of the objective lens cleaning function. For the suggested event "e315": the instructions for use (IFU) state the following regarding the suggested phenomenon: "chapter 3 preparation and inspection. The equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning. ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." "Chapter 5 troubleshooting: the countermeasures against troubles are described in this chapter. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning. ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite colonovideoscope displayed an e315 unsupported scope error message. The issue was found at the maintenance. The procedure was unknown. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed. Also, evaluation found there was a white contamination, possibly simethicone type produce in the air/water and auxiliary channels, the light and optical cover glasses were chipped, the light and optical cover glass adhesives were worn, the distal end adhesive was lifting, the switch condition was worn, the light guide tube had minor delamination, water ingress was found in the scope connector, angulation was out of specification, and the control knobs had play. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.